Event description:
It was reported that patient underwent a procedure utilizing a ligament fixation device. During the procedure, it was noted that the ziploop length of the component was too long. It was implanted and there was no significant delay or injury to the patient.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility information is available.(B)(4)